Manufacturer narrative:
Customer service conducted troubleshooting with the customer including disassembling, inspecting, cleaning and reassembling the kit and tubing, but it did not resolve the suction issue. A replacement pump was sent to the customer. The customer was contacted by a complaint handler and she responded on 07/27/2017, status that she had blistering and bleeding and saw a physician, who prescribed an ointment. The pain has now been resolved for the most part, but she has sensitive nipples and scarring from previous pumping and babies. The pump was received and evaluated with a lab kit and tubing and passed all functional tests. See attached evaluation.

Event description:
On (B)(6)2017, the customer alleged that she had low suction with her sonata breast pump and that the battery was not holding a charge. She stated that when breastfeeding she had a lot of pain because her twins did not latch on properly, so she started using the sonata instead and experienced some pain, but it was not as bad as when she breastfed. She was given some cream but no medication. She has scar tissue and it is painful as well. The customer alleged that she did see a doctor and he told her she could stop using the cream since she was healed.